Manufacturer narrative:
The fill patient identifier is (B)(4). The customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. The access sars-cov-2 igg reagent was not returned for evaluation. No hardware errors, flags or other assay issues were reported in conjunction with this event. The customer declined to provide further information such as system performance indicators, reagent lot number, and refused to troubleshoot. In conclusion, the cause of this event cannot be determined with the available information. Reagent UDI cannot be generated and device manufacture date was indicated as 01jan2000 as the customer declined to provide reagent lot number.

Event description:
On(B)(6) 2020, the customer reported reactive sars-cov-2 igg (access sars-cov-2 igg assay, part number c58961) results for two samples were generated on the customer's dxi 800 immunoassay analyzer (part number 973100 and serial number (B)(4)). The access sars-cov-2 igg results were discordant with alternate methods (unknown). The customer declined to provide any data and did not wish to troubleshoot. The customer did not indicate whether the results were reported out of the laboratory and there was no report of change to patient treatment or management as a result of the reactive sars-cov-2 igg test results. No hardware errors or issues with other assays were reported in conjunction with this event. There were no issues with sample integrity reported by the customer. Sample collection, handling and processing information such as sample type, sample volume collected, centrifugation, storage and other sample related information was not provided by the customer.